Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was implanted at a routine device replacement procedure. The device was connected to the chronic, non-boston scientific leads and the patient was sent to recovery. Later that day, the physician was called to the patient's room because the telemetry monitors observed pacing inhibition, noise, and loss of capture on the right ventricular (rv) lead. A second procedure was performed to add a new rv lead. Some intermittent noise was observed when the new lead was connected to this device, but this self-resolved after a few minutes. It was suspected to be caused by residual air or liquid in the connector. It was noted when the physician interrogated the device in the patient's room, the device was in retry mode with outputs at 3.5v, which was not sufficient to capture at some times. The output was reprogrammed to 5.0v to maintain capture until the lead replacement. The physician would like to see the output always set to 5v when in retry to provide extra safety in these situations. No additional adverse patient effects were reported.